Event description:
It was reported that the pacing impedance was rising on the right ventricular (rv) lead. Around the same time that the impedance in creased, capture thresholds increased as well; r waves have diminished. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.